Manufacturer narrative:
(B)(4). Date report sent: 08/31/2004. Information was not provided by the affiliate. Info anticipated, but unavailable at this time.

Event description:
It was reported that during a rectum procedure, the device delivered an incomplete staple line. The procedure was completed with sutures. There was no pt consequence.